Manufacturer narrative:
One 7x25mm biosure regenesorb screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 18mm of the distal threads have broken off and were not returned for examination. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. The condition of the screw indicates it was subjected to excessive force during insertion.

Event description:
It was reported that during repair surgery, screw broke when doctor went to insert it. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported.